Event description:
It was reported that cs300 intra-aortic balloon pump (iabp) had short battery loss. There was no injury or harm reported.

Manufacturer narrative:
Cs100 is upgraded to cs300. A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h11. System upgraded from cs100 to cs300. The product details of the upgraded version, cs300 are currently unvailable. A supplemental report will be submitted once the product details of cs300 are received and completion of our investigation.

Event description:
N/a

Manufacturer narrative:
Updated fields - b4, d9, g1, g3, g6, h2, h3, h6 ( type of investigation, investigation findings, component codes, investigation conclusion), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. Customer reports units battery life only lasted about a half an hour. The fse removed and replaced batteries as required. Performed battery run time test. Battery test passed. Completed repair successfully. Product passed all functional and safety tests per manufacturer specifications.